Event description:
The customer received questionable thyroid results for four patient samples from a cobas e602 analyzer. The samples were sent for investigation and on 05/12/2015 were tested on centaur, e170 and cobas e411 analyzers. The specific date of testing by the customer was not provided. Of the data provided, only the free thyroxine (ft4) result for one patient sample was discrepant. Refer to the attachment to the medwatch for patient data. Information concerning which results were reported outside the laboratory was requested, but was not provided. No adverse event was reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent issue was not suspected. The observed differences in values between the methods could be due to the different setups of the assays, the antibodies used and the variances in reference methods. The results of all thyroid parameters vary in function of age, gender and other population characteristics and should be taken into account when analyzing the results.

Manufacturer narrative:
This event occurred in (B)(6).